Manufacturer narrative:
Spacelabs¿ technical support assisted the customer remotely during the event. The customer¿s biomed removed the qube from service for further testing and battery analysis. Spacelabs'' recommended replacement of the battery due to the age of being greater than 2 years old. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of a qube monitor shutting down while monitoring a patient during a transport. No injury was reported with this event.